Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain"), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)") and rectal haemorrhage ("rectal bleeding/rectal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included sickle cell trait. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included ovarian cyst and dysuria. In 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), the first episode of migraine ("migraines/migraine/headache"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), anaemia ("anemia/anemia"), headache ("headaches/migraine/headache"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue/fatigue"), constipation ("constipation off and on/gastrointestinal or digestivesystem condition: contipation on and off"), cervicitis ("chronic hypertropic cervicitis/other injury or complications: chronic hypertropic cervicitis"), the second episode of migraine ("migraines") and abdominal pain ("abdominal pain"). In 2010, the patient experienced the first episode of menorrhagia ("excessively heavy prolonged periods/abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain/weight gain/weight gain/loss specify: gain"), hot flush ("hot flashes/hormonal changes- describe: hot flashes, mood swings"), mood swings ("emotional (mood swings)/hormonal changes- describe: hot flashes, mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced urinary tract infection ("utis/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal"), vaginal infection ("infection: vaginal/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal") and cystitis ("infection: bladder/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), back pain ("lower back pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 16-mar-2016. At the time of the report, the pelvic pain, dysmenorrhoea, urinary tract infection, vaginal infection, cystitis and dyspareunia had resolved, the genital haemorrhage, rectal haemorrhage, abdominal pain lower, weight increased, hot flush, mood swings, anaemia, vaginal haemorrhage, the last episode of menorrhagia, headache, vaginal discharge, constipation, cervicitis, back pain, pain in extremity, the last episode of migraine and abdominal pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, cervicitis, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, mood swings, pain in extremity, pelvic pain, rectal haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia, the first episode of migraine, the second episode of menorrhagia and the second episode of migraine to be related to essure. The reporter commented: patient inserted essure in 2009 (discrepancy noted in insertion date) concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, vaginal discharge, back pain, weight gain, migraine, menorrhagia, dysmenorrhea, mood swings, vaginal discharge, chronic hypertrophic cervicitis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Abdominal pain was added as an event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain"), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)") and rectal haemorrhage ("rectal bleeding/rectal bleeding") in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sickle cell trait. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included ovarian cyst and dysuria. Concomitant products included medroxyprogesterone acetate (depo provera) in 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), migraine ("migraines/migraine/headache"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), anaemia ("anemia/anemia"), headache ("headaches/migraine/headache"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue/fatigue"), constipation ("constipation off and on/gastrointestinal or digestive system condition: constipation on and off"), cervicitis ("chronic hypertropic cervicitis/other injury or complications: chronic hypertropic cervicitis") and abdominal pain ("abdominal pain"). In 2010, the patient experienced menorrhagia ("excessively heavy prolonged periods/abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hot flashes/hormonal changes- describe: hot flashes, mood swings"), mood swings ("emotional (mood swings)/hormonal changes- describe: hot flashes, mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain/weight gain/weight gain/loss specify: gain"). In 2011, the patient experienced urinary tract infection ("utis/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal"), vaginal infection ("infection: vaginal/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal") and cystitis ("infection: bladder/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), back pain ("lower back pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, urinary tract infection, vaginal infection, cystitis and dyspareunia had resolved, the genital haemorrhage, rectal haemorrhage, abdominal pain lower, menorrhagia, weight increased, hot flush, mood swings, anaemia, vaginal haemorrhage, headache, vaginal discharge, constipation, cervicitis, back pain, pain in extremity and abdominal pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, cervicitis, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, rectal haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient inserted essure in 2009 (discrepancy noted in insertion date) concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, vaginal discharge, back pain, weight gain, migraine, menorrhagia, dysmenorrhea, mood swings, vaginal discharge, chronic hypertrophic cervicitis. Lot number:629142 manufacture date:2009-01,expiration date:2012-01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain"), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)") and rectal haemorrhage ("rectal bleeding/rectal bleeding") in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sickle cell trait. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included ovarian cyst and dysuria. Concomitant products included medroxyprogesterone acetate (depo provera) in 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), migraine ("migraines/migraine/headache"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), anaemia ("anemia/anemia"), headache ("headaches/migraine/headache"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue/fatigue"), constipation ("constipation off and on/gastrointestinal or digestive system condition: constipation on and off"), cervicitis ("chronic hypertropic cervicitis/other injury or complications: chronic hypertropic cervicitis") and abdominal pain ("abdominal pain"). In 2010, the patient experienced menorrhagia ("excessively heavy prolonged periods/abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hot flashes/hormonal changes- describe: hot flashes, mood swings"), mood swings ("emotional (mood swings)/hormonal changes- describe: hot flashes, mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain/weight gain/weight gain/loss specify: gain"). In 2011, the patient experienced urinary tract infection ("utis/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal"), vaginal infection ("infection: vaginal/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal") and cystitis ("infection: bladder/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), back pain ("lower back pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, urinary tract infection, vaginal infection, cystitis and dyspareunia had resolved, the genital haemorrhage, rectal haemorrhage, abdominal pain lower, menorrhagia, weight increased, hot flush, mood swings, anaemia, vaginal haemorrhage, headache, vaginal discharge, constipation, cervicitis, back pain, pain in extremity and abdominal pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, cervicitis, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, rectal haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient inserted essure in 2009 (discrepancy noted in insertion date). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, vaginal discharge, back pain, weight gain, migraine, menorrhagia, dysmenorrhea, mood swings, vaginal discharge, chronic hypertrophic cervicitis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and rectal haemorrhage ("rectal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included sickle cell trait. Concurrent conditions included ovarian cyst and dysuria. In 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), the first episode of migraine ("migraines"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"), anaemia ("anemia"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("constipation off and on"), cervicitis ("chronic hypertropic cervicitis") and the second episode of migraine ("migraines"). In 2010, the patient experienced weight increased ("weight gain/weight gain"), hot flush ("hot flashes"), mood swings ("emotional (mood swings)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced urinary tract infection ("utis"), vaginal infection ("infection: vaginal") and cystitis ("infection: bladder"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), the second episode of menorrhagia ("excessively heavy prolonged periods"), back pain ("lower back pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 16-mar-2016. At the time of the report, the pelvic pain, dysmenorrhoea, urinary tract infection, vaginal infection, cystitis and dyspareunia had resolved, the genital haemorrhage, rectal haemorrhage, abdominal pain lower, the last episode of menorrhagia, weight increased, hot flush, mood swings, anaemia, vaginal haemorrhage, headache, vaginal discharge, constipation, cervicitis, back pain, pain in extremity and the last episode of migraine outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, anaemia, back pain, cervicitis, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, mood swings, pain in extremity, pelvic pain, rectal haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia, the first episode of migraine, the second episode of menorrhagia and the second episode of migraine to be related to essure. The reporter commented: patient inserted essure in 2009 (discrepancy noted in insertion date) concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, vaginal discharge, back pain, weight gain, migraine, menorrhagia, dysmenorrhea, mood swings, vaginal discharge, chronic hypertrophic cervicitis. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff's fact sheet and medical records received. Events per pfs: hot flashes, emotional (mood swings), abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), utis, infection vaginal, infection bladder, headache, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, rectal bleeding; constipation off and on, chronic hypertropic cervicitis, patient did not underwent essure confirmation test were added, patient's medical history was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain/just sore') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sickle cell trait. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included ovarian cyst, dysuria and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) in 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)"), rectal haemorrhage ("rectal bleeding/rectal bleeding"), migraine ("migraines/migraine/headache"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), anaemia ("anemia/anemia"), headache ("headaches/migraine/headache/head hurt on that same side"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue/fatigue"), constipation ("constipation off and on/gastrointestinal or digestive system condition: "constipation" on and off"), cervicitis ("chronic hypertropic cervicitis/other injury or complications: chronic hypertropic cervicitis") and abdominal pain ("abdominal pain"). In 2010, the patient experienced menorrhagia ("excessively heavy prolonged periods/abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hot flashes/hormonal changes- describe: hot flashes, mood swings"), mood swings ("emotional (mood swings)/hormonal changes- describe: hot flashes, mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain/weight gain/weight gain/loss specify: gain"). In 2011, the patient experienced urinary tract infection ("utis/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal"), vaginal infection ("infection: vaginal/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal") and cystitis ("infection: bladder/infection (bladder/ urinary tract/ vaginal): uti, bladder/ vaginal"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), back pain ("lower back pain"), pain in extremity ("thigh pain"), flatulence ("gas"), tinnitus ("constant ringing your ears") and dizziness ("light headed"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, urinary tract infection, vaginal infection, cystitis and dyspareunia had resolved, the genital haemorrhage, rectal haemorrhage, abdominal pain lower, menorrhagia, weight increased, hot flush, mood swings, anaemia, vaginal haemorrhage, headache, vaginal discharge, constipation, cervicitis, back pain, pain in extremity, abdominal pain, flatulence, tinnitus and dizziness outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, cervicitis, constipation, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, rectal haemorrhage, tinnitus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient inserted essure in 2009 (discrepancy noted in insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, vaginal discharge, back pain, weight gain, migraine, menorrhagia, dysmenorrhea, mood swings, vaginal discharge, chronic hypertrophic cervicitis. Lot number:629142. Manufacture date:2009-01,expiration date:2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received- new event I have so much gas, ringing in ears were added,light headed reporters information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), migraine ("migraines"), menorrhagia ("excessively heavy prolonged periods"), weight increased ("weight gain") and dysmenorrhoea ("painful periods"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, migraine, menorrhagia, weight increased and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.